Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Death is listed in the xience promus everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that on (B)(6) 2011, the patient underwent a coronary stenting procedure with implantation of a 3.0 x 28 mm promus stent in the mid left anterior descending artery. During a hospital stay for an unknown reason, the patient fell and a subdural hemorrhage was noted. The patient was transferred to bokutou hospital for further evaluation and was discharged. The patient returned to the first hospital on (B)(6) 2016 and on (B)(6) 2016, the patient died. Cause of death was unknown. No additional information was provided.